Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned for evaluation. A review of the device history record was performed. There were no unexpected variances, adjustments or comments noted in the device record. A review of the complaint tracking system listed three other complaints of peritonitis for this device. All complaints of peritonitis were from the same patient. A review was performed by the post market clinical department, per the pharmacovigilance physician, peritonitis is a known complication of peritoneal dialysis, usually caused by a break in the sterile field or aseptic technique. There is no history of device malfunction or fluid leak.

Event description:
During a call to technical services a patient reported that he was in the hospital with peritonitis. A follow up call to the patient's pd nurse confirmed that the patient's hospitalization was due to peritonitis. The nurse stated that it did not appear that it was due to the cycler. The patient has since been discharged and has returned to peritoneal dialysis.